Manufacturer narrative:
The product has not been received for evaluation. We are unable to confirm any malfunction/determine if device behavior could have contributed to the reported high blood glucose, subsequent hospitalization. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported her blood glucose level (bg) increased to >248mg/dl (> 13.8 mmol/l), and she was hospitalized on (B)(6) 2016. She was treated at the hospital by manual pump, and then a new pod was activated and her bg levels stabilized. She was released on (B)(6) 2016.